Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
As per the report received from turkey, edwards received notification of a pascal precision procedure in mitral position by right femoral vein where three devices were used. The case involved extremely challenging anatomy, including a long flail segment and dense chordal regions, which led to significant complications. During the procedure, the first ace device became entangled with chordae and possibly papillary muscle while the clasps were in the "up" position. Multiple maneuvers were attempted to free the device, including posterior and anterior driving, alternating clockwise/counterclockwise rotations (approximately 30 degrees each), lateral movements, and unflexing the steerable catheter while counter-rotating the implant. Despite these efforts, the device remained stuck. Retrieval to the left atrium (la) was complicated by the flail's orientation toward the la and minimal guide length available. Imaging was reviewed, and the entanglement was attributed to the anatomy. After two hours of unsuccessful maneuvers, the physician attempted to close the device with clasps up and floss them, but freeing the device was unsuccessful. Clasps initially worked after resetting with the tool but stopped functioning about 30 minutes later; further resets failed. Due to dangerously dropping blood pressure, the physician performed a forceful bailout. At this point, the patient required resuscitation with CPR, defibrillation, and temporary pacing. A p10 device was deployed during CPR to stabilize torrential mr. The bailed-out ace device showed partially functional clasps and no tissue attached, though imaging later suggested rupture of a chord and possibly papillary muscle. Valve deformation from bailout contributed to residual mr. A second ace device was then deployed medial to the p10, reducing mr from torrential to moderate. Blood pressure improved but remained relatively low. The procedure concluded around 6:00 pm. Despite stabilization, the patient passed away at approximately 1:00 am the following day. Cause of death was not officially disclosed but was suspected to be pulmonary edema, as noted by the distributor based on signs observed during the procedure.

Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings and investigations conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event was identified. The complaint for implant advanced too far, resulting in chordal entanglement intraprocedure was confirmed with objective evidence based on the video provided. Available information suggests that patient-specific factors likely contributed to the event due to extremely challenging anatomy, including a long flail segment and dense chordal regions. According to the information received, the first ace device became entangled with the chordae and possibly the papillary muscle. The device exhibited partially functional clasps and no tissue attached, which is consistent with the video provided. However, intraprocedural imaging suggested rupture of a chord and possibly the papillary muscle. Since no edwards defect was identified, corrective or preventive actions are not required.